Event description:
Email rec'd from supply chain director indicates that the syringe tip had broken off in the valve stem and occluded while in the package.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. This info was forwarded to (B)(4) at (B)(4) and an email was sent to (B)(4), supply chain director, requesting product lot number. No return email response rec'd to date, and an investigation request was sent to MFR on (B)(4) 2013. Lastly, there was no report of a pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.